Event description:
It was reported that during a da vinci-assisted liver resection surgical procedure, the maryland bipolar forceps instrument had a sparkling issue. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: neither the instrument nor the cannula was inspected prior to use, and no damage to the instrument was noted after the arcing event. The arc appeared to originate/occur near the jaws and ground between the jaws. The surgeon was cauterizing when the arcing event occurred, while using monopolar cut energy. The instrument was connected properly; they were using the electrosurgical unit (esu) with the following settings: cut: 3, coag: 3. The instrument had been used for 2 hours before the arcing event, which occurred while the instrument's tips were in contact with tissue. A fenestrated bipolar forceps instrument and a cadiere forceps instrument were in use when the arcing event occurred. The instrument's tips did not collide with any other instrument or tool during the procedure, and they did not touch any staples, clips, or sutures while energized. The jaws were immersed in liquid or contaminated by carbonized tissue (bio debris) prior to activating the instrument. The surgeon does not know what caused the arcing event. No images of the instrument or video recording of the procedure are available for isi review.

Manufacturer narrative:
Intuitive surgical inc. (Isi), has not received the da vinci product with an alleged issue to perform failure analysis.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The maryland bipolar forceps instrument was analyzed and found to have thermal damage to the yaw pulley. The yaw pulley was found to have charring and localized melting of both bipolar yaw pulleys, in the space between the grips. The instrument passed the electrical continuity test. The complaint regarding sparking issues was confirmed by failure analysis. The probable root cause of thermal damage is attributed to carbonized tissue on the grips of this bipolar instrument creating a conductive path during use.

Event description:
Refer to h11 for follow-up information.